Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that during prep, the stent was found to be partially deployed. The event occurred while outside the patient's anatomy. No additional information available.